Event description:
Boston scientific received information that during the attempted implantation of this right ventricular (rv) lead, issues were observed with the helix mechanism. The rv lead was extracted and a new lead of the same model was successfully implanted. No adverse patient effects were reported during the procedure. Later that day, the patient's condition worsened and the patient subsequently died. The cause of death was due to poor heart condition. The physician does not suspect that the patient's death was caused or contributed to by any boston scientific products.

Manufacturer narrative:
Neither lead is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.